Event description:
Customer reported to beckman coulter, inc (bec) that the access 2 immunoassay system (access 2) generated multiple discrepant troponin I (accutni) results. Customer reported there were multiple instances where the initial results were higher than the repeated results. Customer reported that they were using access accutni reagent lot 121410 in conjunction with the access 2. Customer indicated that the imprecision issues began approximately the same time they started using this lot. Customer reported that erroneous results were reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer indicated that they have not ceased running troponin I on this access 2 instrument. Customer reported that they are running all samples in duplicate on another instrument for verification purposes. Customer reported that the access 2 have had intermittent system check, calibration and quality control failures within the last 30 days.

Manufacturer narrative:
Evaluation: method - customer reported that the access 2 immunoassay system was serviced by customer's biomedical engineer. Customer did not provide any service information. Root cause is unknown. This report is one of two reports related to two events that occurred on the same day. This report is related to MDR# 2122870-2012-01218.